Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver screen display was blank except the black-light. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and there were no observations found related to the customer complaint. The receiver data log was downloaded and reviewed finding hardware errors and firmware errors, and a screen alarm error on the incident date. Based on these findings the customer complaint has been confirmed making this a reportable event. The root cause was determined to be the related errors.